Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer declined to share an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.